Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.

Manufacturer narrative:
Supplemental report: 05/20/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the pulse test failure was isolated to a defective t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.